Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the she was unable to prime. The customer stated that she filled the reservoir and connected the infusion set but insulin would not exit the tubing. She resolved the issue by changing the infusion set. The customer stated that this happened with 3 infusion sets. She then reported she also had and occasion where the reservoir was occluded. Blood glucose value was 130 mg/dl. Troubleshooting was not performed. The product will not return for analysis.